Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 6:30am. The patient reported a blood glucose result of "218 mg/dl" with the subject meter. The patient stated his usual blood glucose reads "below 120 mg/dl" in the mornings. The patient manages his diabetes with insulin. Due to the alleged result, the patient administered self 10 units r insulin and ate his breakfast. About 15 minutes after, the patient claims he felt symptoms of nervous and shaky. The patient drank coffee with sugar as treatment and felt better. The patient obtained a blood glucose result of "98 mg/dl" with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k021819.